Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It is possible that interactions with the anatomy and/or other devices resulted in the reported activation failure and the reported material deformation; however without any further case details this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery to the mid left anterior descending coronary artery that was both moderately calcified and tortuous. The xience skypoint stent balloon had difficulty inflating at the lesion and the stent got bent. A new stent was used and implanted. The procedure was completed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.